Event description:
Mw u/f report 45-0684-2022-2: the customer reported at the end of a therapeutic ercp, while removing the endoscope from the patient, the distal cover fell inside the patient. The surgeon made multiple attempts to retrieve the distal cover from inside the patient. Inserted a different endoscope to try and locate the distal cover multiple times but was unable to locate it. The intended procedure was successfully completed using the same devices. There was approximately a five (5) minute delay in the procedure due to the malfunction. The patient was discharged and it is unknown if the distal cover was passed out of the patient. The endoscope and distal cover were inspected prior to use and no issues were identified. No anti-fog agents or chemicals were used. The facility confirmed the distal cover was securely attached to the endoscope before use and no damages were identified on the distal cover. Three (3) events reported by facility as follows: for event 1 of 3, see (B)(6). For event 2 of 3, see (B)(6). For event 3 of 3, see (B)(6). This is event 3 of 3 from the facility and includes 2 reports: (B)(6): maj-2315. H1y30. (B)(6): tjf-q190v, 2124607.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. The olympus service center evaluated the subject device and identified the following: a visual inspection on the received condition. The customer did not return any distal caps for testing; therefore, mq used an unopened, test single-use distal cover (maj-2315, lot h1120) for the inspection. The maj-2315 single-use distal cover was placed on the distal tip of the video scope, using moderate pressure, while at the same time pressing down on the center section and not at an angle. The single use distal cover securely attached to the distal end, which was further confirmed by the positioning of the hook on the distal ring that became completely visible within the opening of the distal cover as is stated in the quick reference guide. Additionally, the seam at the top of single-use distal cover showed no damages (no cracks or voids) after placement onto the distal end. The evaluator gently pulled and twisted the distal cover to verify that the part did not slip or come off. The forceps elevator fully manipulated in the up direction without any signs of catching, or obstruction. The hook at the distal end has a slight indentation but is not sharp. Also identified were scratches on the distal ring, which are not sharp. After verifying that there were no issues with the single use distal cover, the evaluator manually removed the cover from the scope according to the maj-2315 instructions guide, without any difficulties. The video scope passed the cosmo leak test (+.0). Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2429304 - 2022 - 00021.

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Also corrected h6 medical device problem code. -reconfirmation of complaint failure; a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412). -investigation results of product specifications; quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. -sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Olympus confirmed the following additional information: -no anti-fog agent is used -no lubricant is used -it is unknown whether the cover attached to the scope was inspected for any abnormalities before use. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, so the cause could not be determined. As part of the formal investigation, the possible causes of the distal cover falling off based on the above investigation results: -the cover was easily removed from the scope due to insufficient attachment to the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the legal manufacturer¿s investigation and the device history record (DHR) review. New information was added to the following fields: h6, h10. Corrections: h3, h6, h10 - this device was not returned. The DHR for this device was reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The legal manufacturer tried to replicate the reported failure using a distal cover (lot. H1412), and confirmed that the distal cover will never come off when it has no damage and it is correctly attached to the scope. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the following: -the cover was easily removed from the scope due to insufficient attachment to the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. The instructions for use (IFU) states the following: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Olympus will continue to monitor the field performance of the device.